Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 46-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding breakthrough. Concurrent conditions included vaginitis, vulvovaginitis, uterine fibroid, menstrual disorder and metrorrhagia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), levonorgestrel (mirena) from (B)(6) 2018 to (B)(6) 2019, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2018, nsaids (B)(6) 2016 to (B)(6) 2019 and paracetamol (acetaminophen)(B)(6) 2016 to (B)(6) 2019. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), anxiety ("psych injury/ psychological of psychiatric problems: depression and mental anguish") and depression ("psych injury/ psychological of psychiatric problems: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events - abdominal pain, pelvic pain , general abnormal bleeding, vaginal infection one essure coil on right and one on left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded(bilateral occlusion) normal uterus. Contrast material does not flow into either fallopian tube (as per mr). Pathology test - on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes, hysterectomy: 1. Endometrium: weak proliferative endometrium 2. Myometrium: leiomyoma 3. Serosa: no specific histopathologic alterations 4. Cervix: benign ectocervical and endocervical tissue 5. Bilateral fallopian tubes: a. Benign physiologic changes b. Bilateral essure devices: explanted, for identification only. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: outcome were updated to recovered: abnormal bleeding. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 46-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding breakthrough. Concurrent conditions included vaginitis, vulvovaginitis, uterine fibroid, menstrual disorder and metrorrhagia. Concomitant products included levonorgestrel (mirena) from (B)(6)2018 to (B)(6)2019, medroxyprogesterone acetate (depo provera) from (B)(6)2018 to (B)(6)2018, nsaids (B)(6)2016 to (B)(6)2019 and paracetamol (acetaminophen) (B)(6)2016 to (B)(6)2019. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), anxiety ("psych injury/ psychological of psychiatric problems: depression and mental anguish") and depression ("psych injury/ psychological of psychiatric problems: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events - abdominal pain, pelvic pain , general abnormal bleeding, vaginal infection one essure coil on right and one on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: essure device was successfully occluded(bilateral occlusion) normal uterus. Contrast material does not flow into either fallopian tube (as per mr). Pathology test - on (B)(6)2019: uterus, cervix, bilateral fallopian tubes, hysterectomy: 1. Endometrium: weak proliferative endometrium 2. Myometrium: leiomyoma. 3. Serosa: no specific histopathologic alterations. 4. Cervix: benign ectocervical and endocervical tissue. 5. Bilateral fallopian tubes: a. Benign physiologic changes. B. Bilateral essure devices: explanted, for identification only. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs & mr received: lot number and events onset date were added. New events menorrhagia, dyspareunia, fatigue, depression, mental anguish, vaginal bleeding. Reporters, lab data, patient demographics, concomitant conditions and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 46-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding breakthrough. Concurrent conditions included vaginitis, vulvovaginitis, uterine fibroid, menstrual disorder and metrorrhagia. Concomitant products included levonorgestrel (mirena) from (B)(6) 2018 to (B)(6) 2019, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2018, nsaids (B)(6)2016 to (B)(6) 2019 and paracetamol (acetaminophen) (B)(6) 2016 to (B)(6) 2019. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), anxiety ("psych injury/ psychological of psychiatric problems: depression and mental anguish") and depression ("psych injury/ psychological of psychiatric problems: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events - abdominal pain, pelvic pain , general abnormal bleeding, vaginal infection one essure coil on right and one on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded(bilateral occlusion). Normal uterus. Contrast material does not flow into either fallopian tube (as per mr). Pathology test - on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes, hysterectomy: 1. Endometrium: weak proliferative endometrium 2. Myometrium: leiomyoma 3. Serosa: no specific histopathologic alterations 4. Cervix: benign ectocervical and endocervical tissue 5. Bilateral fallopian tubes: a. Benign physiologic changes b. Bilateral essure devices: explanted, for identification only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: patient received treatment for events abdominal pain, pelvic pain, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: essure device was successfully occluded(bilateral occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain, psych injury, general abnormal bleeding, vaginal infection were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.